Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device plunger was damaged.

Manufacturer narrative:
Received one device. Visual inspection failed, both plunger cases cracked and broken. Power receptacle seal also broken. Replaced all damaged parts. Loaded standard configuration and recalibrated all sensors. Pump passes all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.